Event description:
Covidien shiley tracheostomy tube cuffed with disposable inner cannula inserted on (B)(6) 2015, lot #13j0622jzx. On (B)(6) 15 patient was scheduled for trach tube exchange due to pilot cuff becoming "stiff" and cuff not holding air. Trach tube exchanged for another shiley #6. This patient and others have had several trach changes related to this same issue. Date of use: (B)(6) 2015.